Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci abdominoperineal resection procedure for rectal cancer on (B)(6) 2011. Isi was provided with the operative report and the patient's medical records. According to the operative report, early in the procedure it was noted that the cautery hook had a small plastic component which had broken causing the hook to angle and necessitated removal of hook under direct visualization with the trocar and replacement of the trocar. The instrument was examined and it was noted that the small piece of plastic was missing presumably within the abdomen. However, examination at that time and several more times prior to closure was unsuccessful in identifying the small piece of plastic which measured approximately a 1/2 cm in diameter. The instrument fragment had smooth edges on one side and a straight break on the other. During the surgical procedure, a circular incision was made at the planned colostomy site in left lower quadrant. The colostomy was planned and understood by the patient prior to undergoing the procedure and was not due to any surgical issues. Post-operatively, the patient was kept npo, on IV fluids, IV analgesics, and IV antiemetics. Lovenox was continued for dvt (deep vein thrombosis) prophylaxis. The patient had some emesis initially which was consistent with an ileus. The patient had some oxygen issues and was put on his home inhalers as well as nebulizer treatments as needed and weaned off oxygen therapy. The patient's ostomy began to function. He did well eventually with a regular diet. By (B)(6) 2011, the patient was able to be discharged home. Home health care consultation was obtained because there were issues with the patient being alone, having the ability to give himself lovenox, as well as care of the ostomy.

Manufacturer narrative:
The permanent cautery hook instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Based on the site's system logs with a procedure date of (B)(6) 2011, two permanent cautery hook instruments were used during the surgical procedure. However, the lot of the broken instrument involved with this complaint cannot be confirmed. If additional information is received, a follow-up MDR will be submitted. Also, according to the system logs, no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's post-operative complications and subsequent demise. Based on the information provided, this complaint is being reported due to the following conclusion: a fragment from the permanent cautery hook instrument broke off during a da vinci surgical procedure. However, there is no indication that a serious patient injury occurred. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.